Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the system computer. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. System testing failed to confirm the reported issue. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the medtronic imaging system was unable to communicate with pacs. This delayed surgery for 15 minutes before surgeon aborted medtronic imaging and continued the navigated procedure using a different imaging system. There was no impact on patient outcome.